Event description:
It was reported that the device was giving an incorrect longevity estimate. The device gave a greater longevity estimate than what the actual longevity was based on the parameters.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.